Manufacturer narrative:
Sientra complaint #: (B)(4). Medical device report in response to MDR report #: mw5170750. At this time, the suspect device has not been returned for evaluation. Sientra will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information becomes available.

Event description:
Patient claim breast implant illness, symptoms: auto immune disease (sjogren¿s and scleroderma), miscarriage, sinus symptoms, nerve pain and migraines. There isn¿t an official medical diagnosis for breast implant illness.

Manufacturer narrative:
Sientra complaint#: (B)(4). Additional information: h6. Sientra will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information becomes available. B5, b6.

Event description:
Patient claim breast implant illness, symptoms: auto immune disease (sjogren¿s and scleroderma), miscarriage, sinus symptoms, nerve pain and migraines. There isn¿t an official medical diagnosis for breast implant illness. Patient also reported that the implant capsule was found with five different strains of bacteria.